Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the pressure test in the medium setting" was not reproduced. Evaluation sent the device for downstream occlusion testing, and the device was tested on high, low and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion detection testing. This was further described as "failed the pressure test in the medium setting." There was no patient involvement. No additional information is available.